Event description:
It was reported that a catheter break occurred. An opticross hd catheter was selected for intravascular ultrasound examination of the target lesion. During the procedure, the catheter broke in two pieces. There were no patient complications.